Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020 medial uka procedure the surgeon was removing the arthrex ar-601-ftle, ibalance uka trial femoral implant (lot unknown). The surgeon was using a small curved osteotome to remove the trial implant and as he gently tapped the topside of the trial to disengage it from the distal femur, it came off at an angle in which the inside portion of the medial condyle came off with it. The ar-601-ftle trial implant did not break and the instrument the surgeon was using to remove the trial also did not break. The surgeon did complete the procedure as intended after evaluating that there was enough distal femur left for decent fixation. He finished the procedure cementing the permanent femoral component as intended. Since there was no issue with the arthrex ar-601-ftle itself the device will not be returned for evaluation.